Manufacturer narrative:
(B)(4) captures the reportable of a prolonged procedure. This product has not been returned for analysis. Should additional information become available, or if the product is returned and analysis is completed, this report will be updated.

Event description:
It was reported that this pacemaker and chronic right ventricular (rv) lead exhibited high out of range pacing impedance measurements. The chronic lead also exhibited high threshold measurements. The chronic lead was surgically abandoned. A new lead was placed however high out of range pacing impedance measurements were observed with the new lead along with loss of capture. There was concern of a setscrew anomaly. The attempted lead and chronic device were not used. A new device and right ventricular (rv) lead were successfully implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Patient code 3191 captures the reportable of a prolonged procedure. This product has not been returned for analysis. Should additional information become available, or if the product is returned and analysis is completed, this report will be updated. Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was retracted and dried blood/tissue was present around the helix. Resistance testing found the lead was not electrically continuous. An x-ray was performed which revealed the inner conductor coil was fractured approximately 42.5 centimeters (cm) from the terminal pin. The outer coil was noted to be slightly deformed above the fracture. Analysis found the cause of the lead fracture was likely due to handling.

Event description:
It was reported that this pacemaker and chronic right ventricular (rv) lead exhibited high out of range pacing impedance measurements. The chronic lead also exhibited high threshold measurements. The chronic lead was surgically abandoned. A new lead was placed however high out of range pacing impedance measurements were observed with the new lead along with loss of capture. There was concern of a setscrew anomaly. The attempted lead and chronic device were not used. A new device and right ventricular (rv) lead were successfully implanted. No additional adverse patient effects were reported.